Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during the endoscopic pancreatoduodenectomy. After fired, noted that a few staples formed with irregular shapes and anastomotic site was oozing. To stop oozing with compression hemostasis. Changed another one to continue the surgery, the problem happened again. Changed the new one to complete the surgery. There was no patient consequence reported, no additional information could be provided.